Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after a coronary intervention procedure, using a 7fr sheath. Reportedly when the plunger was removed a cuff miss [suture retrieval issue] occurred. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported cuff miss was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.